Manufacturer narrative:
The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by sorin that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, during the implant procedure, the physician could not tighten the atrial lead. In order to perform a second attempt, the set-screw appeared blocked at the tip of the screwdriver and was removed from the port. The device was not implanted and will be returned for analysis. Preliminary analysis confirmed that the device connection system was within specifications.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Reportedly, during the implant procedure, the physician could not tighten the atrial lead. In order to perform a second attempt, the set-screw appeared blocked at the tip of the screwdriver and was removed from the port. The device was not implanted and will be returned for analysis. Preliminary analysis confirmed that the device connection system was within specifications.